Event description:
A customer reported that when customer used excel off brand reagent strips customer would receive erratic results. Examples were 240, 206, and 121 mg/dl. These tests were consecutive. While on the phone a review of the system operation was conducted. Electronic checks were satisfactory. The customer was informed that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.